Event description:
It was reported that during a laparoscopic hysterectomy, the patient's abdomen was burned near the trocar introduction area while bipolar coagulation was in use. The area was approximately 1mm wide and 1 cm in length. The surgeon completed a resection of the burned area for aesthetic reasons and improved healing prior to final suturing. No other patient complications/consequences were reported.

Manufacturer narrative:
(B)(6). Upon receipt and inspection of the product by the manufacturer, it was found that the device had been repaired and serviced by a third party facility. The electrode insulation had been changed and is now a mixture of different materials. The electrical connectors had short circuited. The screws and surface finish of the product were not of medtronic origin and did not meet medtronic standards. It was also reported the trocar that was being used had a metallic sleeve and was not manufactured by medtronic. Manual surgical instruments are intended for use in a wide variety of surgical procedures including otorhinolaryngology, head and neck, laparoscopic, and otoneurological. It is the responsibility of the surgical team to select the appropriate instrument for each case. This triangular jaws large bipolar forceps is a laparoscopic instrument used for general surgeries. They are categorized as a non-dismantable instrument (5mm diameter) and having a working length of 350mm. This bipolar forcep has an angled handle. (B)(4). Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition".